Event description:
A user complained that a curlin administration set was leaking from the filter. There was no patient injury.

Manufacturer narrative:
The results of the investigation concluded that the leakage was caused by the defective filter. This problem is being retrospectively reported to the FDA after a curlin risk analysis conducted 6/4/2007 and a review of complaints. No patient injury.